Manufacturer narrative:
Additional information provided from the field has indicated that no intervention has been performed at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged from its position in the heart. The rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated the right ventricular (rv) lead was exhibiting loss of capture. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.